Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia with a blood glucose of 70 mg/dl while using the ilet, and the user paused the ilet for approximately two hours and consumed fast-acting carbohydrates per guidance. Symptoms included low blood glucose. Outcomes included user self-management without medical intervention or hospitalization. Investigation included a review of reported use and troubleshooting with user education. Investigation of this case revealed that the cause of the hypoglycemia was unclear, and no device malfunction was identified based on available information. It was concluded that the event was user-manageable with standard hypoglycemia treatment and that no device failure was confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.